Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient took a fingerstick and the cgm was reading low, and the blood glucose reading was 259 mg/dl. The patient experienced stuttering, and lost consciousness. The ambulance was called by a friend. The patient regained consciousness after about 20 minutes. There was no treatment administered by the paramedics and the paramedics left after 1 hour. The patient did not provide any treatment based on the low cgm reading. No other underlying health conditions were reported that could have caused or contributed to the loss of consciousness. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation and a probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).